Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons 6 years after implant. All components were explanted and replaced. No information about the patient outcome is available at the moment.